Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10ml syringe slip tip with bd precisionglide¿ needle leaked past the stopper. The following information was provided by the initial reporter: "leaked past stopper."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10ml syringe slip tip with bd precisionglide¿ needle leaked past the stopper. The following information was provided by the initial reporter: "leaked past stopper."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-mar-03. H6: investigation summary: one photo and one actual sample were received by our quality team for evaluation. From the photo, no leakage was observed past the stopper. From the sample, leakage was observed past the stopper. The sample was subjected to the leak test and passed the specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As the sample passed the leakage testing and the team was unable to duplicate the customer¿s indicated failure mode, the root cause could not be established.

Event description:
It was reported that bd 10ml syringe slip tip with bd precisionglide¿ needle leaked past the stopper. The following information was provided by the initial reporter: "leaked past stopper."